Event description:
It was reported post op, an adjustable band procedure during an adjustment with fluoroscopy, a leak was detected. The band remains implanted.

Manufacturer narrative:
Date sent: 5/6/2009. Information is unavailable; device was not returned for evaluation.